Event description:
Mynx closure device was deployed after percutaneous coronary intervention (pci). Deployment was done without incident, manual pressure applied for eight (8) minutes per manufacturer recommendation and hemostasis was achieved. Fifty-five (55) minutes later, the patient was log-rolled onto bedpan and began bleeding from groin, hypotensive, bradycardia. Computerized axial tomography (CT) confirmed retroperitoneal bleed.